Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, conclusion), h11.

Manufacturer narrative:
Due to characterization limit e1: event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump(iabp) showed a fan defective advisory then developed into a fan failure alarm. There was no patient involved.